Event description:
(B)(4). It was reported that an in-light camera cover has shown signs of the glass cracking. There was no pt involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. Camera covers from earlier reports with the cracked glass condition have been returned to the MFR and visually evaluated. Furthermore, a stryker engineer visited the customer account for add'l eval. Add'l investigation is ongoing. The catalog number provided is for the in-light camera cover which is the component identified as allegedly malfunctioning. Eval summary: the glass of the sterilizable in-light camera covers was reported to have shown signs of cracking. Samples of these cracked camera covers have been returned to the MFR and visually evaluated. Furthermore, a stryker engineer visited the customer account for add'l eval regarding the use, cleaning, and sterilizing of the camera covers but no conclusion as to the cause of this reported event can be determined at this time. The investigation is ongoing. There was no pt involvement and no report of any adverse consequences to the pt or caregiver. This is not a single use device.